Event description:
Pt's wife contacted dexcom technical support on (B)(6) 2011, to report that pt had a seizure due to a hypoglycemic event. Cgm was displaying 127 mg/dl (bg unk). Paramedics were called and pt was transported to hospital where, according to pt's wife limited knowledge, pt was given orange juice, after which cgm/bg reading were 200/100 mg/dl. During her call to dexcom technical support, pt's wife reports that pt is at work but feels sore and tired.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.